Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the distal part of the sigmoid in a low anterior resection procedure, the fire button did not function sometimes. One of the reloads used partially fired and another reload did not enter firing mode. A manual stapler and another reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d1(brand name), d4(model#, catalog#), g4, g5(PMA/510(k)), h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired with the interlock engaged. The jaws were open. Staples were protruding from the proximal end of the reload. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.